Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The impella cp had been placed through right common femoral artery using 25cm peel-away sheath. Waveforms and automated impella controller (aic) was showing impella in aorta, running on p-9 with flows >4.5l. The patient¿s blood pressure was decreased so the p-level was brought down to p-2. Md stated that the impella cp moved when peel away was removed. The impella was removed due to poor positioning and a new cp was successfully placed.

Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. The cause of the positioning issue most likely was use related due to improper technique. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12591: e4 should have been left blank, g1 reporting contact fax number missing.